Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed an out of range shock impedance measurement. The local field representative reported that the shocking impedance had been trending on the high side since implant. The patient was to continue to be monitored. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the system displayed additional high, out of range shock impedance measurements. There were no adverse patient effects reported. The system remains in service.